Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that two nodes had zero output voltage. To restore functionality, batteries and the enclosure charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system shut down without prompt from the user while being transported. It was reported that the imaging system was then plugged in and charged. A few hours later, it was noted that a battery critical error status appeared. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The charger enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The charger enclosure was installed in another imaging device. The console indicated a charger backplane error and the battery bar on the image acquisition system (ias) also confirmed that the batteries were not charging. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: common device name, catalog number, unique device identification (UDI), and device manufacture date updated to proper value.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.